Event description:
In 2003, the patient was implanted with four gore excluder bifurcated endoprostheses to repair an abdominal aortic aneurysm and right common iliac aneurysm. The patient tolerated the procedure. In 2009, the patient presented to the emergency room due to a fall and received a computed tomography angiography, which revealed aneurysm enlargement with no endoleak present. Endotension was suspected by the physician. Six days later, a reintervention was performed to reline the existing grafts with three gore excluder aaa endoprostheses. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension, is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicated that the information was not provided, was deemed unavailable or was not applicable.